Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio inr: 4.4, lab inr: 2.5. Five minutes between inratio test and lab draw. Pt's target range is 2.0 - 3.0.

Manufacturer narrative:
Pending investigation.